Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had just loaded a new cartridge in the pump when the malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was not tested. Reportedly, manual injections would be used for insulin therapy.